Event description:
Note: this MFR report pertains to the third of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2008-6528 and #3005099803-2008-6304 for a description of the other devices. During the procedure, the clips would not deploy or release from the catheter. When the nurse pulled back the oversheath, the clip was already deployed and fell off the catheter into the colon. This is the third device of 3 that failed in this event. The case was completed with a competitive clip and olympus.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. Other: product unavailable for analysis.